Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause for the volume discrepancy/inability to aspirate the catheter was not determined. The refill date was on (B)(6) 2024. The expected volume was 22 cc and actual volume was 38 cc. The rep stated that the physician described the patient's symptoms as a return of pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 20mg/ml at unknown dose via an implantable pump for unknown indication for use. It was reported that the patient was scheduled for catheter revision. Physician described higher than expected residual volumes and concern about pump and catheter. In the procedure the catheter was found not to aspirate and the pump reservoir had 16cc more than expected. Physician placed new pump and catheter. The issue was resolved with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type catheter pro duct ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 31-aug-2017, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(6), ubd: 10-mar-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.